Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that while using the rasp size 5, the tip of rasp broke off and remained in pt. Surgeon decided not to remove it, since this would have caused some further harm.